Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 450 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with pens and insulin pump for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as shaky and dizzy. Customer stated that insulin pump was not delivering insulin and sugars was in the 400¿s mg/dl for the last week. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active. Customer was also ran the self-test and they stated no issue with self-test. The device will not be returned for analysis.